Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the active blade on the device broke in half during the operation. The surgeon had to close without locating other half of blade. No pt consequences were reported.